Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive and timing out too soon. In addition, it was reported that the touchscreen is registering that buttons are being pressed when the customer is not pressing the buttons. A pump reset was performed and customer continued using the pump for insulin therapy. Customer's blood glucose level was 285 mg/dl.